Event description:
It was reported that a device was used during a low anterior resection. The device fired the staples but did not break the washer. The surgeon could not remove the device from the pt. The device was cut from the bowel and a hartman's colostomy was placed.